Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that half of reservoir compartment lip ring was chipped away. The customer's blood glucose was unknown at the time of incident. The customer reported that they were still able to lock the reservoir in place. The insulin pump was returned for analysis.